Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent migration occured and the patient died. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After pre-dilatation was performed, a 2.50 x 28 synergy ii drug-eluting stent was advanced to treat the lesion. However, during deployment, the stent migrated due to the calcification. The procedure was completed with another of the same device. Immediately after the procedure, the patient was taken to the cardiac care unit due to poor physical condition. The patient died the next day. An autopsy was not performed. As per the physician, there was no direct link between the death of the patient and the product.

Event description:
It was reported that stent migration occured and the patient died. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After pre-dilatation was performed, a 2.50 x 28 synergy ii drug-eluting stent was advanced to treat the lesion. However, during deployment, the stent migrated due to the calcification. The procedure was completed with another of the same device. Immediately after the procedure, the patient was taken to the cardiac care unit due to poor physical condition. The patient died the next day. An autopsy was not performed. As per the physician, there was no direct link between the death of the patient and the product.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 28 mm stent delivery system was returned for analysis without the stent. Stent was not returned for analysis. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Stent crimp markings evident on exposed balloon wall. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks.a visual examination of the outer and inner lumen and mid-shaft section found the inner polymer extrusion shaft stretch 3mm distal to the bi-component bond. No other issues were identified during the product analysis.